Manufacturer narrative:
(B)(4). Batch #: r92w2e. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. One photo was received. The photo shows visual damage to hand piece. Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the paint peeled off on three hand pieces. This issue was noticed several times during procedures and sterilizations. The surgeon's first gloves were damaged in the process with one of the three hand pieces, but there were no patient consequences.